Manufacturer narrative:
This supplemental report is being submitted to provide correction and the results of the legal manufacturer's final investigation. Updated fields: d5, d8, d9, g3, h2, h3, h4, h6, h11. Corrected field: b5. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: faulty cable unit connector. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to faulty cable unit connector. Three attempts were performed to obtain additional information, but no response was received from the customer. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head had distorted image and displayed an e224 error appeared every time when plugged in.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that the camera head had no image. And that error e224, appeared every time when plugged in. There were no reports of any patient harm.